Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port cap during patient use. The patient was undergoing surgery at the time of this event. The device was filled with 300 ml solution of 0.2% ropivacaine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed, but not at the fill port. Visual examination of the sample showed no signs of physical abnormality. A leak test was performed on the unit by filling the reservoir with red-colored water. During fill, leakage was noted within the housing of the pcm. Visual examination of the disassembled unit determined the location of the leak was along the welding of the pillow. The root cause was determined to be a manufacturing defect: the multirate control module welding operation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.